Event description:
It was reported that the left ventricular (lv) lead had no capture one day post-operative and an x-ray confirmed that the lv lead had dislodged into the main coronary sinus vessel. The lead was then removed and inspected, seeing no deformities, the lead was reintroduced into the coronary sinus and placed into the middle cardiac vein and positioned a posterior branch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.